Manufacturer narrative:
Continuation of d10: product ID: 8731; product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) on 2021-aug-02. It was reported that the patient's catheter had been implanted for more than 10 years and, as such the serial number and implant date was unknown. It was also reported that the catheter replacement had been booked, but the exact date was not sure as they were awaiting authorization for the procedure. It was noted that the patient's spasms had not completely resolved as the patient was on oral baclofen. The hcp reportedly saw no need to send back the catheter once it is replaced as the it was blocked.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath lot# serial# unknown, product type catheter h1 update: the type of reportable event was updated from being a reportable malfunction to now a reportable serious injury regarding additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. A catheter dye study was performed, and the catheter was described as having been definitely blocked. They were arranging a catheter replacement.

Manufacturer narrative:
Continuation of d10: product ID 8731 lot# serial# unknown explanted: (B)(6) 2021 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The catheter was replaced with a model 8780 catheter on (B)(6) 2021. The patient was doing much better.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, lot#: none, serial#: unknown, implanted: none, explanted: none, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: none , UDI#: none. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown source via a manufacturer representative regarding a patient who was receiving lioresal / baclofen with concentration 2000 mcg/ml via an implantable pump for unknown indications for use. It was reported that they did a pump replacement on (B)(6) 2021. The replacement went well. A back table prime was performed during the pump replacement. After the replacement, the patient started having more spasms than normal. The date (B)(6) 2021 is an approximate date of event (specific year known only). They withdrew the medication from the pump and 24.3 ml was expected, but 29 ml was removed. They were questioning what the reason for the volume discrepancy could be. They performed a single bolus to see if that would make a change in the spasms, but there was no change. The patient was noted as not having been recently exposed to electromagnetic interference (emi). An x-ray to see if the pump was properly plugged was performed and all was intact. A catheter assess port study was scheduled to occur on (B)(6) 2021. The company representative planned to obtain the session report with the pump logs.